Event description:
The user facility reported via medwatch #0503240000-2013-8049 that while setting up for a surgery, the facility was unable to unlock the steris 4085 surgical table using the primary hand control. The facility then attempted to use the backup override control system; however, when the foot plate was depressed, the foot pedal broke off.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The issue arose during a case turnover. No patients were involved. There was no report of any injury or procedural delays/cancellations. A steris service technician arrived at the facility to inspect the table and found the control board was damaged which prevented the floor locks from unlocking. The control board was returned to steris engineering. Our evaluation identified the floor lock connector on the control board was damaged as a result of impact and/or excessive force. The surgical table involved in the reported event is not maintained by steris. The service history, including preventative maintenance, was not available for review by steris. Sections 4.2 and 4.3 of the preventative maintenance check list state to "check all wiring for damage" and "check for secure engagement of all circuit board connectors and plugs." Steris was unable to confirm that routine preventative maintenance was properly performed by the user facility's biomedical personnel over the course of the device life. However, based upon the condition in which the table was found during our investigation, it appears the table was not properly maintained by the user facility's biomedical personnel. No further issues have been reported.